Event description:
The product was used during a thoracoscopic pneumothorax procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument and resected the tissue at the application site. The hosp has reported the pt's condition is satisfactory.